Event description:
It was reported the subject device displayed an error e433. The issue occurred during pre-use inspection. No patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.